Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter stated that the display screen could not be read safely. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump was returned with a dim and discolored display. Evidence of moisture was observed in the battery compartment. A leak test was performed and failed due to cracks alongside the battery compartment. The pump was opened and no additional moisture was found internally. Unrelated to the original complaint, the battery compartment was cracked in two places and the battery cap threads were noted to be stripped and unable to secure.